Event description:
An aus device was implanted on 2/25/88. The balloon was revised on 9/26/88. The pump was revised on 9/27/88. The cuff and balloon were revised on 12/7/88. The entire device was removed from the patient and replaced on 4/8/97 due to fluid loss-cuff.